Manufacturer narrative:
One device was received for investigation. The device was functionally tested. The reported complaint was confirmed. The downstream sensor nub was missing. This was replaced to correct the issue. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device did not recognize the set. There was unknown patient involvement and unknown patient harm/adverse event reported.